Event description:
Event description guidant received information that the first of these flextend leads was an attempted implant. The lead was experiencing impedance readings > 2500 ohms. It was removed and once outside the body, the helix would not retract. The patient was becoming dependent, therefore, an additional flextend lead was implanted. High thresholds with intermittent capture was noted during the procedure. Acceptable test results were achieved post surgery, however, the patient developed cardiac tamponade and a pneumothorax and was transported to another hospital. Follow-up the next day revealed acceptable thresholds and the patient in good condition.